Event description:
While evaluating an olympus video system center it was discovered that the unit was not producing an image. There was no patient involvement during this event.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional information be received, a supplemental report will be provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additional information: h3, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the no image from the serial digital interface port occurred due to a faulty circuit board. Olympus will continue to monitor field performance for this device.